Event description:
It is reported that the cups could not be implanted into the pt's acetabulum. Both implants fell from the acetabulum.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.